Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by three (3) emails to obtain; patient treatment settings, patient information, patient photos. On 1/8/2019 incident form was provided by the facility after being partly filled and with patient photos. An examination of the subject device by a lumenis technical engineer was done. Optical inspection of tips and device was checked and were within specification. Verifying all system functions including calibration and energy output verification, the subject device operated well within manufacturer specifications. Finally, he advised the facility not to use hs hp until further notice in an abundance of caution and not as a result of an hp malfunction. A lumenis clinical training director and healthcare professional reviewed the reported event details and concluded that "this complaint adds to another two (ref. Pi-(B)(4)) issued from the same site, with the same device, and with the similar reported outcome. In the current case, the patient is reported to have received scars on bikini and lower abdomen but the date of occurrence after injury has not been communicated. An attached picture of the patient abdomen only, displays linear hypopigmentation with no apparent textural changes. This phenomenon is likely to occur when pre and post-treatment guidelines related to uv exposure have not been observed or with a bad assessment of skin type. In regards to the provided patient and treatment-related data, it is not possible to determine whether the treatment parameters (fluence not communicated) used, were suitable for the skin type of the patient (skin type not indicated). Apparently, no medical intervention was made on the patient and technical investigation of the device concluded that it was within the manufacturer's specifications. It remains unclear whether the reported event is actually a scar or transient hypopigmentation and with the lack of information as to the timeline of events, it cannot be determined whether it will lead or not to any permanent impairment. Based on the communicated data, hazard severity is ranked as a "4 - minor injury with no treatment required." While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the chance of permanent impairment, the company is reporting the event in an abundance of caution. Based on the information provided a root cause cannot be determined at this time. Device malfunction has been determined not to be the cause of the adverse event. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that three (3) patients sustained burn of unknown severity to the lower legs and bikini line following treatment with lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility. The report is for patient 3 of 3.